Event description:
The customer stated that he was hospitalized due to hyperglycemia. The reported blood glucose reading was 850 mg/dl. The customer was taken off of the insulin pump by the hospital staff, and at the time of the phone call the insulin pump was alarming battery out limit. Troubleshooting was performed and found that the insulin pump was programmed correctly. The high pressure test passed. During the prime test, it was discovered that the customer was not priming the tubing correctly. The customer was assisted with correctly priming the infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.